Event description:
The complainant alleged while monitoring a pt (age and gender unk), the device inappropriately displayed a flat line. The device had to be turned off then back on to regain the ECG trace. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.